Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on(B)(6)2026. The pediatric patient experienced a skin reaction characterized by redness, pimples, bumps, pustules, swelling, foul odor, and inflammation extending beyond the sensor patch perimeter. The reaction developed approximately six days after the sensor was inserted in the arm. On (B)(6)2026, the patient¿s mother observed that the sensor site was swollen and red. Upon removing the sensor patch, she noted bumps, pus, and a foul odor, which appeared consistent with an infection. On (B)(6)2026, the patient was evaluated by a physician, who prescribed keflex to be taken three times daily for 10 days, along with triamcinolone acetonide cream to be applied twice daily for 14 days to help reduce inflammation and support healing. At the follow-up visit, the site was improving but still demonstrated mild residual redness and dryness. No wound culture or laboratory tests were performed to determine the cause of the infection. Photos provided in the complaint record were reviewed. The images show localized redness and inflammation within the g7 sensor patch footprint near the elbow. Pimples and visible discharge are present along the edge of the patch site, along with mild dryness. The discoloration appears localized and gradually blends into the surrounding skin. The reaction is confirmed and is consistent with similar localized skin responses previously observed and assessed in association with device use. The findings fall within the expected range of reactions known to occur at or near the device application area. There is no documentation of scarring or systemic involvement. No further details were reported. At the time of reporting, the area continued to heal, with some remaining redness and dryness. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.